Manufacturer narrative:
Device was not being returned for evaluation.(B)(4)

Event description:
Tip of drill bit broke off inside patient. Unable to remove. Still in bone. Additional information stated specific repair being performed was a acetabular labral repair of the hip. Clock position of repair was at 11:00. Number of times drill has been used? 4th time that case, countless times before.